Event description:
Possible broken broviac line a 5fr double lumen placed via the left internal jugular @ 27.5cm. Lot#mrpa120 CT compatible line being replaced was 5fr dual lumen. P the white lumen was running heparin 200 units/ml in dextrose 5% in water + milrinone 600 mcg/ml in d5w and the purple/powerport lumen was running treprostinil 10,000 ng/ml in normal saline (never identified any other medication administration to this lumen) during this time frame. There were a few other IV medications administered during this time: o lorazepam IV x1 dose on 4/8 (2 mg/ml vial) o midazolam intravenous pro re nata dressing changes on 4/8, 4/10, and 4/17 (5 mg/ml 2 ml vial) o ondansetron IV on 4/7 and 4/9 (4 mg/2 ml vial).